Manufacturer narrative:
Information was received on 14-apr-21 indicating event date. Device evaluation completion date: 04/26/2021: device evaluation: one smiths medical portex endotracheal tube sacett was returned for analysis. Visual inspection was performed, and no defects were detected in cuff and pilot balloon missing was detected therefore ?cuff won't inflate" failure mode cannot be confirmed since the pilot balloon is missing to connect a syringe to inflate the cuff. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Reported a smiths medical intubation/portex endotracheal tubes sacett balloon was tested before the tube was inserted and then after inserting the tube, the balloon did not work and did not inflate. Also reported, in addition the cuff pilot tube is not installed well and when using it comes out by itself. This was reported to occur on seven occasions as incidents described.